Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, lot#: unknown, product type: accessory. Analysis of the lead (lot number 60282053) found the distal end of the lead was bent. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens) for unknown indication for use; the trial began on (B)(6) 2021. It was reported that the 306001 pne lead's inner stylet was sticking through the distal part of the lead coils. This defect prevented the lead to feed through the canula of the foramen needle. The physician tried to adjust the inner stylet so that it did not stick through the side of the lead. This did not work. No environmental/external/ or patient factors led or contributed to the issue. Opened a new 306001 pne lead and did not use the defective lead.